Event description:
It was reported that; during trio trauma surgery, the surgeon corrected kyphosis of the patient. When the surgeon tried to tighten the nut of connector adapter, the nut did not tighten. Therefore, the surgeon tried to loosen the nut of connector adapter, but the surgeon could not loosen. The surgeon changed the connector adapter to another connector adapter.

Manufacturer narrative:
Updated lot code: 133835. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: material analysis was performed it was determined that galling was the cause of the seizure of the locking nut. Additionally, no manufacturing defects were observed during the analysis. Removal of the seized locking nut likely caused the deformation observed on the threads. Conclusion: the most likely cause of the reported event is galling between the screw and nut threads causing the device to jam.

Event description:
It was reported that; during trio trauma surgery, the surgeon corrected kyphosis of the patient. When the surgeon tried to tighten the nut of connector adapter, the nut did not tighten. Therefore, the surgeon tried to loosen the nut of connector adapter, but the surgeon could not loosen. The surgeon changed the connector adapter to another connector adapter.